Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured. It was noted the insulation was damaged and there was lead noise with decreasing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.